Event description:
It was reported that deflation issues occurred. The 80% stenosed target lesion was located in the non calcified and moderately tortuous unknown artery. A 2.00mm x 20mm emerge balloon catheter was selected to dilate the lesion. It was noted that it took "much more time" to deflate the balloon. The procedure was completed with this device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box. The batch number on the returned packaging and device matched the reported batch number. Analysis of the emerge device presented no damage or anomalies. Functional testing was not possible due to solidified contrast in the inflation lumen. The device was soaked in a warm water bath for two weeks in attempt to dissolve solidified contrast; however, even after soaking, the inflation lumen remained occluded. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that deflation issues occurred. The 80% stenosed target lesion was located in the non calcified and moderately tortuous unknown artery. A 2.00mm x 20mm emerge balloon catheter was selected to dilate the lesion. It was noted that it took "much more time" to deflate the balloon. The procedure was completed with this device. No patient complications were reported and patient's status was good.